Event description:
Im rod was pinned down for femoral cut. As surgeon took the jig off, the im rod snapped. 2-3 inches of the rod remain in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.